Manufacturer narrative:
The insulin pump was received with a blank display and constant tone alarm. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin pump powered up properly, the problem was isolated to electronic assembly. After the insulin pump powered up properly no vibration noted during self-test due to broken blank wire on the vibrator motor. Unable to complete functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to blank display and constant tone alarm. The insulin pump had cracked case on the display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization due to high blood glucose levels. The customer's insulin pump had a blank display, and after troubleshooting the device it would not turn back on. The customer reported going to the hospital after troubleshooting due to not being able to reduce her blood glucose reading. The customer's reading was 600 mg/dl. The customer reported vomiting as a symptom. The customer was treated with an insulin IV drip. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.